Event description:
It is reported that the pt is experiencing an adverse tissue reaction.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The patient has had bilateral, total hip arthroplasties. Review of primary surgery operative notes for the procedure performed on (B)(6) 2010 indicated the following surgeon observations: the femoral stem was placed in 14 degrees of anteversion. The shell was impacted in approximately 45 degrees of abduction and 25 degrees of anteversion and was verified to be completely seated. Overall leg length was increased by 4mm. It was stated that intraoperative x-rays demonstrated satisfactory component position, leg length. Final stability was excellent. Review of complaint history indicated no previous complaints for the lot codes associated with the head and stem. The add'l info provided did not alter previously completed investigation.

Manufacturer narrative:
Evaluation summary: supplied study information from the surgeon shows that the patient had no symptoms for approximately 4 years 4 months. This patient showed signs of elevated cobalt levels (5.3 ng/ml) . With the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.